Manufacturer narrative:
Further information has been requested of the initial reporter regarding: implant physician, device serial number and patient information. To date, no additional information has been received by apollo. Device labeling addresses the reported event as follows: warnings and precautions: the physiological response of the patient to the presence of the orbera® system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications - possible complications of the use of the orbera® system include: -intestinal obstruction by the balloon. An insufficiently inflated balloon or a leaking balloon that has lost sufficient volume may be able to pass from the stomach into the small bowel. It may pass all the way through into the colon and be passed with stool. However, if there should be a narrow area in the bowel, as might occur after prior surgery on the bowel or adhesion formation, the balloon may not pass and then may cause a bowel obstruction. If this occurs, percutaneous drainage, surgery or endoscopic removal could be required.

Event description:
Reported as: a patient with the orbera intragastric balloon had "the balloon appeared lodged in the antrum of the stomach causing a gastric outlet obstruction, so an eg tube was placed, 2 liters of fluid were removed via the eg tube before the removal was performed successfully. No other adverse events or complications were mentioned". It was originally reported that the physician attempted to remove the balloon, however after two hours the procedure was aborted. The balloon was removed successfully the following day.